Event description:
It was reported to philips that the system's emergency stop was pressed but was unable to be reset. The system was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, cardiac procedure was performed by the customer when the issue occurred, and the procedure was completed as planned by moving the patient to another room. The philips field service engineer (fse) inspected the system on site and confirmed that system's emergency stop was pressed but was unable to be reset. To resolve this issue, fse replaced tilt potentiometer and geo module and performed calibration. The defective geo module and potentiometer was returned to philips for analysis. The cause of geo module failure was due to failure of bokam whereas the potentiometer failed due to loose and broken off element. After replacement, the system was returned to use in good working conditions. The codes were updated based on the investigation outcome. Device problem code was updated correctly.